Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on her left side on or about (B)(6) 2008. Patient is not, at this time, aware of the precise timing of her injury, but states that said injury is ongoing and continuing in nature. Excessive levels of cobalt and chromium are mentioned. Patient was revised on (B)(6) 2011. Doi: (B)(6) 2008 - dor: (B)(6) 2011 (left side). Patient is a resident of (B)(6).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed.